Manufacturer narrative:
The claimed device was received for further evaluation. During the evaluation the reported issue could be confirmed and a hole inside the evaporator could be identified as root cause. This is a known issue and livanova deutschland initiated a corrective action for the reported issue.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective compressor. The defective heater-cooler system 3t was requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t dripped the fuses of the operation area during maintenance. There was no patient involvement.